Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6) , intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. On cut femur state a handpiece is not getting detected on the screen. Although the reported problem is confirmed, the navio logs does not have relevant information related to handpiece detection (green handpiece icon) on cut-femur state. It was verified whether the screen is frozen on cut femur state, but the user was able to navigate from the cut femur state to the bur selection state which indicate that the screen was not frozen. Also it was verified from the navio log that handpiece calibration was successful. As we are aware that the handpiece icon on the screen turns green when there is no obstacle between the camera and handpiece flat markers. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was be confirmed, there is no enough information to determine a definitive root cause as the logs did not present any relevant information about the handpiece detection. Also, the screen did not froze as the user was able to navigate from cut femur state to the bur selection state. Another possibility is flat marker flickering issue, which occur due to the marker registration error (mre) above threshold value. However, as per internal documentation, this issue was fixed and tested in cori v3.0.1.0.version and all other lower versions. Furthermore, should any additional information be received the complaint will be reopened. Based on the investigation, no containment or corrective action is recommended or required at this time. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, the handpiece was not being detected by one (1) real intelligence cori console. Handpiece was in view, camera could see the femur array, but not the handpiece array. It was ensured that flat markers were all the way down. Then, handpiece array and flat markers were swapped out. The camera was able to easily see the handpiece and probe during drill registration, but once on the distal cut, the handpiece icon would not light up green in the top right of the screen and surgeon was unable to cut. Handpiece was checked with drill diagnostics, and it passed all tests. The procedure was resumed, after a significant delay, with a change in surgical technique (manual procedure). No further complications were reported.